Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. The reported issue was confirmed, image acquisition system (ias) not completing start up, no ac output measured at stand alone. Solid state relay and varistor was replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The stand alone and relay has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system would shut down intermittently and the middle scroll bar kept scrolling. There was no patient present at the time of the issue.

Manufacturer narrative:
The standalone x-relay was returned to the manufacturer for analysis. Analysis found that the image acquisition system (ias) was intermittently shutting down. Visual inspection confirmed the stand alone board was physically damaged. There was overstress of components. The relay failed bench test and resistance test. Analysis found that the reported event was related to an electrical issue.